Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator (epg) would not synchronize pace. The epg tested in the biomedical department with no deficits but the epg was taken out of service. No patient complications have been reported as a result of this event.